Event description:
It was reported that plasmapheresis was conducted in this patient at 14:00, (B)(6) due to hepatic failure. During catheterization, the guide wire got stuck. (B)(6) 2023 - the returned guidewire exhibited a broken core and a portion was observed to be unraveled.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a guidewire stuck within an introducer needle is confirmed; however, the exact cause is unknown. One video of a guidewire and an introducer needle was returned for evaluation. An initial visual observation of the video showed a guidewire in a plastic hoop inserted into an 18 ga introducer needle. An attempt to pull the guidewire out from the proximal end of the needle was observed in the returned video and the guidewire was observed to be stuck within the needle. The core wire of the guidewire appeared to have been broken and at least a portion of the coiled wire was observed to be unraveled. While the exact cause of the stuck guidewire observed in the returned video could not be determined, possible causes include withdrawal of the guidewire from the needle during use, buildup of biological residues within the needle, and damaged guidewire. As a note, normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. A batch history review (lhr) of refu1995 showed no other similar product complaint(s) from this lot number.